Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info available at this time. The event of "very swollen", "warm", "blurry vision", "redness", and "arterial compression" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this adverse event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiological and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported the same day as injection with one syringe of juvederm ultra xc, in the lips, the pt developed swelling and warmth at the injection sites and eyes. The swelling extended beyond the lips. The pt experienced blurry vision one day after injection and redness three days after injection at the injection site and eyes. The pt was treated with clindamycin and hyaluronidase. Symptoms resolved three days after injection. The healthcare professional stated that the product may have been "injected too close to the artery" and believed the adverse events to be a result of "arterial compression".